Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). After the lesion was observed by optical frequency domain imaging (ofdi), ablation was performed using a 1.5mm and a 1.75mm rota burr. A 2.5mm non bsc balloon catheter was then advanced for dilatation and ofdi was again performed. Following this, a 20 x 3.0mm promus premier drug eluting stent was deployed to the distal rca. Then the physician advanced the 24 x 3.50 promus premier¿ stent to the proximal rca, however, the device failed to cross the lesion. Hence, the device was removed from the patient, however, during withdrawal the device came into contact with the tip of the non bsc 7f guide catheter. Consequently, the proximal stent strut was lifted up. The procedure was completed with a 3.0 x 24mm promus premier¿ drug eluting stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).